Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms. The customer believes the occlusion alarms are due to an underlying pump issue. After the occlusion alarms, the customer would either change pump supplies or resume insulin delivery without changing supplies. The customer declined troubleshooting to determine a possible cause for the occlusion alarm. The customer declined to provide information regarding their blood glucose level. The customer was to continue using the current pump until the replacement pump was received.